Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with the aris mesh on (B)(6) 2006. Later patient experienced erosion, extrusion, urinary problems, infection and bleeding, revision surgery was performed on (B)(6) 2012.